Manufacturer narrative:
Results: stent dislodgement; severe calcification, 90% stenosis; lesion not pre-dilated, withdrawal procedure. Conclusion: severe calcification, 90% stenosis; withdrawal procedure. Secondary intervention: attempt made to retrieve the dislodged stent using a snare catheter; the vessel was cut at elbow site and the dislodged stent was retrieved.

Event description:
An attempt was made to directly deploy a 2.75mm diameter x 18mm length endeavor rx drug-eluting coronary stent in a lesion located in the rca #3 with severe calcification and 90% stenosis. As the relevant device failed to cross the lesion, the lesion was pre-dilated and the relevant device was re delivered; however, it was still not able to cross. Resistance was felt on withdrawal of the device into the guide catheter and the stent dislodged. It is possible that, failing to pre-dilate the lesion prior first insertion may have hindered the deliverability of the device and that the post dilatation of the vessel, may have not been sufficient to allow smooth passage of the stent. Also, the repeated advancement and retraction of the device from the vessel may have impacted on the stent retention of the device. As no issue was reported during advancement of the device, the possibility exists that the stent strut may have been damaged on the calcification present resulting in the resistant felt during the withdrawal procedure. An attempt was made to retrieve the dislodged stent using a snare; however it failed and the patient was sent to surgery. The patient is reported to be fine and no other sequelae were reported. The physician commented that "the withdrawal procedure may have caused this case". The device has not been identified as the root cause of the event. It appears most likely that the patient morphology and the failure to pre-dilate the lesion may have impacted on the stent retention of the device, and that the withdrawal technique applied by the physician resulted in the stent dislodgement as reported. Stent dislodgment is listed as inherent risk of a pci procedure.